Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy for renal transplantation, the surgeon set the device to the renal artery and was fired without any issues. The handle was squeezed with normal force but after opening the jaws, the tissue was unable to be released from the jaws. The surgeon used forceps to remove the tissue. It was also reported that device was removed from the tissue by force, but no tissue damage was caused. The staple line was checked, and it was noted that some staples did not form into b-shape. The surgeon then clipped the tissue using clip applier. B-formed staples were found at the proximal side of the jaws and malformed staples at the middle site of the cartridge. The surgical time was extended by less than 30 minutes.

Event description:
According to the reporter, while being applied to renal artery during a laparoscopic living donor nephrectomy for renal transplantation, the surgeon could squeeze the handle with normal force. The surgeon opened the jaws, but the tissue was unable to be released from the jaws, then the surgeon removed the tissue with support of forceps, and no tissue damage was caused. The staple line was checked, and it was noted that some staples did not form into b-shape. The surgeon then clipped the tissue using clip applier. B-formed staples were found at the proximal side of the jaws and malformed staples at the middle site of the cartridge. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the back extruded staples were received in the cartridge of the instrument. It was reported that the tissue was stuck on the device and the staples did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if device was applied over indicated tissue. The product analysis detected an additional condition that was not related to the reported issue: the single use loading unit (sulu) cartridge of the instrument was received broken or damaged. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not use the multifire endo ta¿ 2.5 mm staples on any tissue which cannot compress comfortably to 1 mm in thickness or on the aorta. In such cases, the tissue is too thick for the staple size; however the 3.5 mm staple size may be used provided the approximating lever closes comfortably and the tissue can comfortably compress to 1.5 mm in thickness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.